Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced the needle insertion difficult. The following information was provided by the initial reporter, translated from french to english: during the management of a 2-year-old child, venous access was difficult. After several attempts and failures, the catheter was finally inserted in the crease of the right elbow, but when the mandrel was removed, it remained stuck and did not release as expected, leading to involuntary withdrawal of the catheter (unusual resistance).

Manufacturer narrative:
DHR review: the complaint lot# is 3083551, sku is 383328, assembly in suzhou plant on (B)(6) 2023, lot quantity is 48066ea review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot returned sample analysis: no returned sample was sent back, additional pictures attached (2 pictures), one picture shows the needle is pulled into shield, but prn connector is dropped off from luer-connector, not sure this is a defect happened during using or for a further check since the reported information has no description about such connector comes off issue. Physical sample was submitted ot vh for imaging, and the additional images later shows the prn and rubber status, so far with these cannot clarify the relation of the reported defect ¿insertion issue¿ and ¿stylet difficult remove issue¿ retain sample analysis: sampling 2ea from the retain sample of the same lot to check needle status, both needle bevel orientation and needle lie distance are within product specification, needle tip is in good status. Also have check product using function, the stylet and needle component can be removed successfully. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, product is difficult to insert, and the needle/stylet is difficult to remove as well, the possible reasons for this defect is as: 1. Needle bevel setting or needle lie distance setting is incorrect during needle and catheter assembly 2. Lie distance or bevel orientation is changed during the backward of the process 3. Needle lubrication is poor, and may cause the stylet is difficult to remove the preventive control method as below have been taken for these type of quality risk: 1. Needle status inspection is performed after needle and catheter assembly, needle bevel setting and lie distance setting are 100% inspected 2. Needle bevel setting and lie distance setting are common inspection items during packaging process 3. In-process inspection and outgoing sampling inspection will check needle status, also check the stylet/needle component pull out force there is no defect sample returned, supplemental pictures provided later and shows the needle is pulled into shield(prn connector is dropped off), we cannot further identify the actual defect feature with these pictures and reported information. The retained sample analysis which all results are within product specifications, so the root cause for this case is not clear. H3 other text : see narrative.

Event description:
Device was submitted. Results of evaluation were inconclusive. Root cause could not be determined.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced the needle insertion difficult. The following information was provided by the initial reporter, translated from french to english: during the management of a 2-year-old child, venous access was difficult. After several attempts and failures, the catheter was finally inserted in the crease of the right elbow, but when the mandrel was removed, it remained stuck and did not release as expected, leading to involuntary withdrawal of the catheter (unusual resistance).

Manufacturer narrative:
H6: investigation summary: DHR review: the complaint lot# is 3083551, sku is 383328, assembly in suzhou plant on 2023.apr.11, lot quantity is 48066ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no returned sample was sent back, no picture of reported sample provided. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check needle status, both needle bevel orientation and needle lie distance are within product specification, needle tip is in good status. Also have check product using function, the stylet and needle component can be removed successfully. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, product is difficult to insert, and the needle/stylet is difficult to remove as well, the possible reasons for this defect is as: needle bevel setting or needle lie distance setting is incorrect during needle and catheter assembly. Lie distance or bevel orientation is changed during the backward of the process. Needle lubrication is poor, and may cause the stylet is difficult to remove. The preventive control method as below have been taken for these type of quality risk: needle status inspection is performed after needle and catheter assembly, needle bevel setting and lie distance setting are 100% inspected. Needle bevel setting and lie distance setting are common inspection items during packaging process. In-process inspection and outgoing sampling inspection will check needle status, also check the stylet/needle component pull out force there is no defect sample returned, no picture provided, we cannot further clarify the actual defect feature. With the retained sample analysis which all results are within product specifications, so the root cause for this case is not clear.